Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Patient's mother reported that the listed infusion set was in use with her daughter (for an undisclosed amount of time) when pus was observed at the infusion site. The patient was taken to urgent care where the child was reportedly diagnosed with a staph infection. The patient was prescribed antibiotics. No permanent injury reported.

Manufacturer narrative:
Two used samples from a different lot number (75x146) were returned for product investigation. A review of the device history records of both lots, reported lot: 75x182 and returned lot: 75x146, revealed no non-conformities during manufacturing. The sterility certificates were pulled for both lot numbers; no abnormalities with found with either certification. Visual inspection found the inserter/retractor canisters opened; however, they appeared unused as the site and adhesive layer remained present within the canister. No issues were identified with the returned product samples. No evidence was found to suggest the reported product issue was related to an intrinsic product defect. No corrective actions are planned at this time.